Manufacturer narrative:
Relevant retention material was tested and all results fulfilled the requirements.

Manufacturer narrative:
This event occurred in (B)(6). Expiration date - expiration date was provided as "2016-06."

Event description:
The customer received questionable high troponin t results for one patient from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold nor is like or similar to a product sold in the united states. The initial result was 206 ng/l. Two hours later, the result from a new specimen was 209 ng/l. The patient was referred to second hospital and tested for troponin-I on an architect analyzer with a result of 0.29 ng/ml. The diagnosis was gastro-esophageal reflux disease (gerd), not ami. The customer questioned why the patient had chest pain and high troponin t result, but was not diagnosed with ami. The first sample was repeated in another lab on a cobas e601 analyzer and the troponin t hs result was approximately 300 ng/l. On (B)(6) 2015, a new sample was collected and the result on the h232 meter was 57 ng/l. No adverse event was reported. A specific root cause could not be identified as the strips, meter, and patient sample could not be provided for further investigation.